Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was having intermittent video issues; it was cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.